Event description:
Paramedics responded to a person in cardiac arrest. According to the reporter, at first, the device would not deliver a shock to the patient then intermittently would dump the charge before the energy could be transferred. The patient was not resuscitated but, according to the reporter, the patient was not viable and the alleged device malfunction did not cause or contribute to the patient's death.